Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the partial lead in segments returned with severe explant damaged and removal wire stuck in distal segment prevented the electrical testing. Performed destructive analysis and visual of conductors and insulations. No anomalies found.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and a possible fracture. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sdr303b, implantable pulse generator (ipg), (B)(6) 2004; 5076, implantable pacing lead, (B)(6) 2004. (B)(4).